Event description:
Infection (left knee) [joint infection] ([injection site scab], [aching (l) knee]). Not able to walk [unable to walk]. Patient received only 1 injection instead of 3 [inappropriate schedule of product administration] . Case narrative: initial information received on 03-nov-2020 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. The case is linked to (B)(4) (multiple devices for same patient: right knee). This case involves a 79 years old male patient who experienced infection (left knee) and not able to walk, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc) and patient received only 1 injection instead of 3 (inappropriate schedule of product administration). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 2 ml once (lot - 9rsp012b; expiration date: 31-may-2022) in left knee for unknown indication. Patient received only one injection instead of 3 (inappropriate schedule of product administration). On the same day, minutes after the injection patient was not able to walk (gait inability) and had to use a wheelchair to get to the car. Event of gait inability assessed a serious due to disability. Patient was in a lot of pain (arthralgia), around the injection site there was a scab with surrounded by white (injection site scab) and according to the physician this was an infection (arthritis infective, event assessed as medically significant) (onset: (B)(6) 2020; latency: 0 day). Patient reported that in last couple of days his condition has improved, and he had been able to walk. Action taken: not applicable for inappropriate schedule of product administration; unknown for rest of the events. Corrective treatment: wheelchair for gait inability; not reported for rest of the events. Outcome: not applicable for inappropriate schedule of product administration; recovering for rest of the events . Reporter causality: not reported for all events. Company causality: not reportable for inappropriate schedule of product administration; reportable for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc lot number 9rsp012b and with global ptc number (B)(4). Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot were assessed, as part of routine safety surveillance effort to detect safety signals. The production and quality control documentation for lot number 9rsp012b was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for the concerned lot number no CAPA (corrective and preventive action) was required. This review has not indicated any safety issue. As of (B)(6) 2020 there were 12 complaints on file for lot number 9rsp012 and all related sublots, out of which 2 complaints were for lot number 9rsp012b: (2) adverse event reports. Sanofi would continue to monitor complaints as stated in to determine if a CAPA was required. Final investigation was completed on (B)(6) 2020. Follow up information was received on 11-nov-2020 from healthcare professional. Global ptc number added. Text amended accordingly. Additional information was received on 19-nov-2020 and 20-nov-2020 (both significant, case processed with clock start date of (B)(6) 2020) from healthcare professional. Investigational results and expiration date for suspected lot number were added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 05-nov-2020: this case concerns a patient who had treatment with synvisc and had infection and was not able to walk, has to use wheelchair. The information in the case is very limited, therefore, the causality with the device cannot be established. Further, detailed information regarding other medications, medical history would aid in comprehensive assessment of the case.

Event description:
Infection (left knee) [joint infection] ([injection site scab], [aching (l) knee]) not able to walk [unable to walk]. Patient received only 1 injection instead of 3 [inappropriate schedule of product administration]. Case narrative: initial information received on 03-nov-2020 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study (B)(6). Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc. The case is linked to (B)(4) (multiple devices for same patient: right knee) this case involves a (B)(6) years old male patient who experienced infection (left knee) and not able to walk, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc) and patient received only 1 injection instead of 3 (inappropriate schedule of product administration). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 2 ml once (lot - 9rsp012b) in left knee for unknown indication. Patient received only one injection instead of 3 (inappropriate schedule of product administration). On the same day, minutes after the injection patient was not able to walk (gait inability) and had to use a wheelchair to get to the car. Event of gait inability assessed a serious due to disability. Patient was in a lot of pain (arthralgia), around the injection site there was a scab with surrounded by white (injection site scab) and according to the physician this was an infection (arthritis infective, event assessed as medically significant) (onset: (B)(6) 2020; latency: 0 day). Patient reported that in last couple of days his condition has improved, and he had been able to walk. Action taken: not applicable for inappropriate schedule of product administration; unknown for rest of the events. Corrective treatment: wheelchair for gait inability; not reported for rest of the events. Outcome: not applicable for inappropriate schedule of product administration; recovering for rest of the events. Reporter causality: not reported for all events. Company causality: not reportable for inappropriate schedule of product administration; reportable for rest of the events. A product technical complaint was initiated and results were pending for the same.

Event description:
Infection (left knee) [joint infection] ([injection site scab], [aching (l) knee]) not able to walk [unable to walk] patient received only 1 injection instead of 3 [inappropriate schedule of product administration]. Case narrative: initial information received on 03-nov-2020 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. The case is linked to (B)(6) (multiple devices for same patient: right knee). This case involves a 79 years old male patient who experienced infection (left knee) and not able to walk, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc) and patient received only 1 injection instead of 3 (inappropriate schedule of product administration). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6)2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 2 ml once (lot - 9rsp012b; expiration date: 31-may-2022) in left knee for unknown indication. Patient received only one injection instead of 3 (inappropriate schedule of product administration). On the same day, minutes after the injection patient was not able to walk (gait inability) and had to use a wheelchair to get to the car. Event of gait inability assessed a serious due to disability. Patient was in a lot of pain (arthralgia), around the injection site there was a scab with surrounded by white (injection site scab) and according to the physician this was an infection (arthritis infective, event assessed as medically significant) (onset: 02-oct-2020; latency: 0 day). Patient reported that in last couple of days his condition has improved, and he had been able to walk. Action taken: not applicable for inappropriate schedule of product administration; unknown for rest of the events corrective treatment: wheelchair for gait inability; not reported for rest of the events. Outcome: not applicable for inappropriate schedule of product administration; recovering for rest of the events reporter causality: not reported for all events. Company causality: not reportable for inappropriate schedule of product administration; reportable for rest of the events. A product technical complaint (ptc) was initiated on 03-nov-2020 for synvisc lot number 9rsp012b and with global ptc number (B)(4). Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot were assessed, as part of routine safety surveillance effort to detect safety signals. The production and quality control documentation for lot number 9rsp012b was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for the concerned lot number no CAPA (corrective and preventive action) was required. This review has not indicated any safety issue. As of 18-nov-2020 there were (B)(4) complaints on file for lot number 9rsp012 and all related sublots, out of which 2 complaints were for lot number 9rsp012b: (2) adverse event reports. Sanofi would continue to monitor complaints as stated in to determine if a CAPA was required. Final investigation was completed on 20-nov-2020. Follow up information was received on 11-nov-2020 from healthcare professional. Global ptc number added. Text amended accordingly. Additional information was received on 19-nov-2020 and 20-nov-2020 (both significant, case processed with clock start date of (B)(6)2020) from healthcare professional. Investigational results and expiration date for suspected lot number were added. Text amended accordingly. Based on the information previously received, imdrf annex d code to be updated from 'd17-appropriate term/code not available' to 'd15-cause not established' and imdrf annex c code to be updated from 'c19-no device problem found' to 'c20-no findings available'.